Manufacturer narrative:
Pt information not provided as no pt was involved in this concern. A RMA was issued to replace the vertek ii articulating arm. The device was returned and the evaluation is in progress.

Event description:
A medtronic representative reported that a hospital staff member requested an RMA for a vertek arm that would not lock. There was no pt present.